Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced a sensor failure, followed by a hyperglycemic event. The exact timing of symptom onset relative to the sensor failure is unknown, but it occurred within 24 hours. On the day of the event, the patient experienced vomiting. At that time, the cgm sensor was no longer functioning, and the patient¿s physical therapist contacted emergency services. Upon arrival, a fingerstick blood glucose measurement was taken, which indicated a reading of approximately 1300 mg/dl. The patient was subsequently diagnosed with diabetic ketoacidosis (dka) and admitted to the hospital. Treatment included intravenous insulin and pregabalin 75 mg. The patient was discharged after a three-day hospital stay. There was no documentation of further medical evaluation or intervention following discharge. At the time of the report, the patient was good. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.